Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current controls, there are in-process visual inspections in place to check for component damage and catheter defects. There is also a daily functional test in place to check for catheter leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x0.75in leaked fluids leak between pvc connections in the vinca cath. After IV start, check that the fluid leaks and remove it immediately.